Event description:
Rptr had breast implants put in following mastectomy for fibrocystic disease. She has had her breast implants replaced twice. She has had a total of 3 breast surgeries on each breast including the first implant surgery. She had calcium deposits. A medical professional has confirmed the presence of silicone in the left thigh. She has had infection and numbness in the surgical area, implant rupture and bleeding. She c/o bladder/ chronic urinary infections, peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, brain lesions, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, organic brain syndrome, reduced blood flow to brain. Chest/rib cage: pain &/or burning sensation, inflammation, elevated cholesterol or triglicerides, eyes: nerve damage, thyroid problems, adrenal problems, chronic swelling and pain, heat or cold sensitivity of the extremities, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Unusual chronic infections, connective tissue disease, sjogren's syndrome. Joints: inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, elevated liver enzymes, chronic swollen lymph nodes/lymphadenopathy under arms, groin, rib cage, neck, face, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, unexplained rashes, sun sensitivity, unexplained severe itching, non-restorative sleep, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things, misjudges distance/run into objects. (*) (also see 1008189)